Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 3 additional proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with proglide devices using the pre-close technique via a 6f sheath prior to ventricular tachycardia ablation interventional procedure. The sutures of the first proglide device were pre-placed. Reportedly, there was no suture present when the plunger was removed with the second and third device attempted. A fourth device was successfully pre-placed. The sheath was upsized to a 14f and the ventricular tachycardia ablation interventional procedure was completed. At the time of advancing the knot of the successfully pre-placed sutures, the sutures of both devices broke. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.